Event description:
During an unknown procedure using a twinfix ultra ha 4.5 w/2 ub (wh & blue), it was reported that after three turns the anchor sheared. It is unknown how the procedure was completed. There have been no reports of patient injuries or complications.

Manufacturer narrative:
The device was marked as available for evaluation; although anticipated, the device has not yet been received. (B)(4).

Manufacturer narrative:
Device evaluation: one 4.5 twinfix ultra ha device was returned for evaluation. Dimensional and functional assessments are prohibitive due to the returned condition of the device. Visual examination of the device using a stereo microscope confirmed the reported breakage. The anchor has broken at the suture eyelet. The distal tip of the anchor was not returned. The suture is intact on the handle but has been cut were it interfaces with the anchor eyelet. The inserter tines are bent and twisted, which is indicative of torsional overload. Site preparation details and patient bone quality were not provided. Based on the observations and the limited clinical details provided, no root cause related to the manufacture of the device can be established. A review of the device history records and quality records associated with this manufactured lot confirmed that no abnormalities were reported with this product lot during manufacture.h10: additional information:the procedure was a mpfl (medial patella-femoral ligament) reconstruction. The case was completed with a back-up device. No pieces were broken in the patient.c-0064974